Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead exhibited low impedance. Visual inspection showed a small hole on the lead body. The lead was removed and replaced. No patient complications have been reported as a result of this event.